Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found flooding of the imaging and flooding of the head side stopper. Based on the results of the investigation, a definitive root cause cannot be identified since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head had an issue with poor visibility. The reported malfunction occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the camera head had an issue with poor visibility. The reported malfunction occurred at an unspecified time. There were no reports of patient injury or medical intervention associated with this event.